Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided is an average for all the patients. Concomitant medical products: product ID neu_ins_stimulator, serial# unknown. Product type: implantable neurostimulator: product ID 3389, serial# unknown. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Lumsden, d. E., kaminska, m., gimeno, h., tustin, k., baker, l., perides, s., ashkan, k., selway, lin, j-p. Proportion of life lived with dystonia inversely correlates with response to pallidal deep brain stimulation in both primary and secondary childhood dystonia. Developmental medicine & child neurology. 2013. Doi: 10.1111/dmcn.12109. Summary: the aim of this study was to examine the impact of dystonia aetiology and duration, contracture, and age at deep brain stimulation surgery on outcome in a cohort of children with medically refractory, disabling primary, secondary-static, or secondary progressive dystonias, including neurodegeneration with brain iron accumulation (nbia). Seventy children underwent dbs surgery during the evaluation period. Reported events: five patients were excluded from the study due to infection requiring removal of part of the implanted stimulating system within the first 6 months after surgery. Further information has been requested; a supplemental report will be submitted if additional information is received.